Event description:
A customer reported a cracked and shattered touchscreen on their pump, which rendered the device unusable as the screen was illegible. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy and was guided by technical support to put the pump into storage mode before returning it with a pre-paid label within 10 days.